Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not explanted.

Event description:
Surgeon report "osteolysis"/bone appearance underneath the tibia plateau (the region underneath the plateau and about 1 cm). X-ray observation of less dense bone around the tibia prostheses during follow-up visits (3m fu). Modest alteration.

Manufacturer narrative:
An event regarding observation of less dense bone on x-ray where the patient is asymptomatic involving a tritanium baseplate was reported. The event was confirmed via x-rays. Method & results: -device evaluation and results: not performed as no items were returned; they remain implanted. -medical records received and evaluation:" x-rays confirm an implantation of cementless triathlon cr components with a tritanium baseplate. There is no gap space visible below the posterior baseplate section immediately postop arthroplasty but the involved x-rays have an oblique projection that prohibits an exact view of the implantbone interface. At 3-months follow-up radiolucencies are seen below the medial, lateral and anterior baseplate sections accompanied by loss of bone density in the anterior, medial and lateral proximal tibial bone area. The arthroplasty has otherwise a relative varus alignment with the hip-ankle line passing through the medial knee compartment. Otherwise correct posterior baseplate slope and posterior femoral condylar offset. The main concern relates to the appearance of progressive radiolucent lines below almost the entire baseplate starting within 3-months follow-up accompanied by loss of bone density in the anterior, medial and lateral proximal tibial bone area. Patient participates in a clinical rsa study into stability of the tritanium baseplate although the presence of rsa beads in a device does not influence device stability in any sense.no revision surgery has been performed or planned thus far, the patient likely remains under close follow-up for development of any clinical symptoms, not reported at this time. Diagnosis: an adverse bone ingrowth condition was observed for a tritanium baseplate in part to be attributed to a likely bone defect condition after suboptimal surgical preparation of the tibial bone together with a moderate varus configuration of the knee to contribute to a mild overload condition although we should also note that tritanium has critical bone ingrowth requirements and thus is more susceptible to implant fixation failure. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: review of the provided x-rays by a clinical consultant indicated "an adverse bone ingrowth condition was observed for a tritanium baseplate in part to be attributed to a likely bone defect condition after suboptimal surgical preparation of the tibial bone together with a moderate varus configuration of the knee to contribute to a mild overload condition although we should also note that tritanium has critical bone ingrowth requirements and thus is more susceptible to implant fixation failure. Further information from the clinician indicated none of the patients has clinical complaints and with none of them is revision surgery currently under consideration". No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon report "osteolysis"/bone appearance underneath the tibia plateau (the region underneath the plateau and about 1 cm) x-ray observation of less dense bone around the tibia prostheses during follow-up visits (3m fu). Modest alteration.